Manufacturer narrative:
A review of the manufacturing records for the device could not be performed as item and lot/ serial numbers were requested but not available. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of a proximal type I endoleak originating form a non-gore manufactured stent graft using three 28mm gore® excluder® aortic extender components. On an unknown date, follow-up examination reportedly revealed aneurysm enlargement (amount unknown), and a proximal type I endoleak was suspected. On (B)(6) 2021, a re-intervention procedure was performed whereby an additional aortic extender endoprosthesis was implanted from just below the celiac artery. A bare metal stent was implanted in the superior mesenteric artery using a snorkel technique. Both renal arteries were intentionally covered as planned as the patient had been receiving dialysis. According to the report, neither preoperative nor postoperative angiography showed an obvious proximal type I endoleak. The patient tolerated the procedure.